Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 18 mg/dl. The customer stated that a lady hit her by accident and she fell on the floor and could not get up. The customer stated that the paramedics were called. The customer was treated with glucagon shot. The customer's current blood glucose was 65 mg/dl. The customer was wearing the insulin pump during the hospitalization. The customer also mentioned high blood glucose value of 400 mg/dl due to eating pizza for dinner. The insulin pump will be returned for analysis.